Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. It was noted that the patient developed a hematoma that required a blood transfusion. As a result, the emergency doctor exposed the subclavian artery and inserted the catheter using a 16f sheath via direct puncture. Cardiac function was gradually recovering with the impella and extracorporeal membrane oxygenation support, but a cerebral hemorrhage occurred. Additional information was provided that noted the patient expired due to multiple organ failure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.